Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump won't turn on due to pump battery not being able to be charged. Customer¿s blood glucose was not impacted. Customer reverted to manual injection for insulin therapy.